Event description:
Pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 17 mg/dl and 189 mg/dl. Tests were done within 10 minutes with a calculated difference of 148%. Pt did not experience any adverse events. Pt also reported a not ok message on the meter which was not resolved after troubleshooting. No further info has been reported.